Event description:
There was an allegation of a questionable high tina-quant albumin gen.2 - urine application result from the cobas 6000 c501 module for four samples: sample 1's initial result was 22.9 mg/l, and the repeat result on another c501 was 17 mg/l. Sample 2's initial result was 20.6 mg/l, and the repeat result on another c501 was <1.2 mg/l. Sample 3's initial result was 36.5 mg/l, and the repeat result on another c501 was 26.4 mg/l. Sample 4's initial result was 285.3 mg/l, and the repeat result was 1.2 mg/l. The questionable results were not released outside of the laboratory and were repeated due to imprecise and varying results. The customer also reported getting values of 0 and alarms.

Manufacturer narrative:
The tina-quant albumin gen.2 - urine application reagent lot number and expiration date were not provided. During a hardware performance check, it was revealed that several subsystems were out of specification, specifically the ultrasonic mixer (usm), reagent probe, and cell rinse unit. A field service engineer (fse) determined that the rinse rube was broken and replaced it. The fse also replaced the cuvettes, rinse drive assembly, photometer, and adjusted the rinse unit. The investigation determined that the service action resolved the issue.